Event description:
Reported as "came unraveled during use". No harm to patient. Surgical procedure right extracorporeal shockwave lithotripsy. Right ureteroscopy with laser lithotripsy and exchange of right ureteral stent.